Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient lfs on november 23, 2009 alleging that their one touch ultra meter powers off during use. A medical surveillance specialist (mss) contacted the patient on december 11, 2009; however, the patient disconnected the call twice, when mss mentioned she was contacting him from lfs. The patient mentioned that on an unspecified date and time the patient was unable to test their blood glucose, due to the meter powering off during use. At an unspecified time later, the patient felt shaky and moody. The patient does not take any diabetes medication and was unable/unwilling to answer during the initial call with the customer care advocate (cca) whether the patient received any treatment. Based on the initial call with the cca, the cca noted that the patient needed to replace the batteries; however, did not have replacement battery with them at the time of the call. The patient denied any misuse of the product. The meter was replaced. No further clinical information was provided. It would have been helpful to know what the readings were prior to the reported issue, how soon after attempting to test did he develop symptoms, verify whether the patient treated himself with food, how long symptoms lasted and to verify whether they sought any medical attention due to the symptoms. The complaint is being reported because the patient alleged that due to the reported issue, he was unable to test and later developed symptoms suggestive of hypoglycemia.